Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing issue was observed on the right atrial lead. The lead was capped and replaced on (B)(6) 2020.

Event description:
New information received notes that noise oversensing was observed when the patient presented in clinic. The noise was reproducible with isometric testing. The patient was stable throughout the lead replacement procedure.